Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having pain in her joint and had increased chromium levels in her blood. The patient had a depuy pinnacle cup with a metal on metal bearing and an s-rom stem. Doi: (B)(6) 2011; dor: (B)(6) 2018; right hip.

Event description:
Update ad 13 nov 2019: (B)(4) has been re-opened due to the receipt of unf and medical records. After review of medical records, patient was revised to address severe elevated cobalt and chromium levels secondary to weakness of her abductor muscles . Revision operative note reported that the patient abductor muscle were deficient. Patient progress note stated that shortly after her right hip surgery patient began to experience discomfort on her right groin with activity.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b2, b5, b6, b7, h6 (patient) no code available (3191) used to capture blood heavy metal increased and device revision or replacement.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.